Event description:
It was reported that the health care professional (hcp) of this cardiac resynchronization therapy pacemaker (crt-p) was questioning device battery performance and longevity. The device was explanted and was returned. In addition, field representative believes that fairly high output pacing was programmed. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed.

Manufacturer narrative:
The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed. The returned cardiac resynchronization therapy defibrillator (crt-d) was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that the health care professional (hcp) of this cardiac resynchronization therapy pacemaker (crt-p) was questioning device battery performance and longevity. The device was explanted and was returned. In addition, field representative believes that fairly high output pacing was programmed. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed. Upon receipt at our post market quality assurance laboratory, the lifetime longevity equals 119.1 percent. Device exceeded both the minimum and nominal longevity. The left ventricle setting was at its maximum of 7.0v and 2.0ms. Coulomb meter test noted normal currents. The predicted battery voltage rundown matched the actual battery rundown. The pg passed the automated electrical test. Pulse generator (pg) operated normally. There was no problem detected.

Event description:
It was reported that the health care professional (hcp) of this cardiac resynchronization therapy pacemaker (crt-p) was questioning device battery performance and longevity. The device was explanted and was returned. In addition, field representative believes that fairly high output pacing was programmed. No additional adverse patient effects were reported.